Event description:
It was reported that on (B)(6) 2025, a 29mm navitor valve was selected for implant. The patient had sufficeient calcium to allow anchoring of the device. The aortic angle of the patient was 54 degrees and the annular dimensions were: perimeter of 80.0 mm, perimeter derived ø of 25.5 mm, area of 493.1 mm², area derived ø of 25.1 mm, min ø of 22.5 mm, max ø of 28.8 mm, average ø of 25.7 mm, and eccentricity of 0.22/0.78. During the procedure, after the device was released at a depth 3mm ncc and 5mm lcc, the valve migrated ventricularly upon release. The valve was snared into the ascending aorta and a 26mm non-abbott valve was implanted. It was noted that physician re-sheathed the device more than 2 times. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay.

Manufacturer narrative:
An event of improper or incorrect procedure or method and migration or expulsion of device (ventricular direction) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the reported device migration in ventricular direction appears to be related to complex anatomy. The reported improper or incorrect procedure or method was due to user re-sheathing the device more than 2 times and snaring the device after deployment. The reported unexpected medical intervention and surgical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.